Event description:
Device 1 of 2. Reference MFR report # (B)(4). It was reported the patient's implant procedure was abandoned due to the inability to advance the lead in the epidural space. The implant difficulty was reportedly due to the patient's anatomy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information revealed that the procedure to implant the patient's replacement lead occurred on (B)(6) 2015. Effective stimulation was reportedly recaptured postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).